Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and blood pressure drop occurred. The target lesion #1 was located in obtuse marginal (om). A 2.25mm x 12mm nc emerge¿ balloon catheter was advanced and inflated twice at 6 atmospheres but the balloon did not inflate. He device was removed and another 2.25mm x 12mm nc emerge¿ balloon catheter was advanced but again, at 6 atmosphere, the balloon did not inflate. However, it was noted that the balloon inflated properly once it past 6 atmospheres. The target lesion # 2 was located in the circumflex artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 14 atmospheres, the balloon ruptured. Subsequently, the patient's blood pressure (bp) dropped and it was unclear if the blood pressure drop was due to the balloon rupture or due to the drug given close to the time of the balloon rupture. A 500cc of 0.9 normal saline bolus was given and the patient's blood pressure stabilized. The procedure was completed with a 2.50mm x 12mm emerge¿ balloon catheter. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. The balloon and tip were microscopically examined. There was contrast in the inflation lumen and balloon and blood in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed an 13mm longitudinal tear in the balloon wall from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and blood pressure drop occurred. The target lesion #1 was located in obtuse marginal (om). A 2.25mm x 12mm nc emerge¿ balloon catheter was advanced and inflated twice at 6 atmospheres but the balloon did not inflate. He device was removed and another 2.25mm x 12mm nc emerge¿ balloon catheter was advanced but again, at 6 atmosphere, the balloon did not inflate. However, it was noted that the balloon inflated properly once it past 6 atmospheres. The target lesion # 2 was located in the circumflex artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 14 atmospheres, the balloon ruptured. Subsequently, the patient's blood pressure (bp) dropped and it was unclear if the blood pressure drop was due to the balloon rupture or due to the drug given close to the time of the balloon rupture. A 500cc of 0.9 normal saline bolus was given and the patient's blood pressure stabilized. The procedure was completed with a 2.50mm x 12mm emerge¿ balloon catheter. No further patient complications were reported and the patient's status was fine.